Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix" biliary double pigtail stent was used in the bile duct during a bile duct stenting procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was observed that the pull wire was difficult to retract when pulled forcefully. Furthermore, it was noticed on the endoscope screen that the papilla side of the stent was wrinkled. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary double pigtail stent was used in the bile duct during a bile duct stenting procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was observed that the pull wire was difficult to retract when pulled forcefully. Furthermore, it was noticed on the endoscope screen that the papilla side of the stent was wrinkled. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on 28nov2016: during the procedure, with ptgbd being implanted, a guide wire was inserted towards the papilla vater. The guide wire was being held by forceps within the intestinal tract. Then, stent release was attempted with rendezvous method and the event occurred. Resistance was met, and release was attempted forcefully. The stent was implanted, but it kinked/bent. They were unsure if it could provide drainage, so after implantation, they tried to remove the stent, but 'could not remove with resistance'.